Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient stated their leads and clips were removed 13 years ago but a piece of the scs system was left in place because it was too risky to remove. The hcp stated this patient indicated this piece was embedded in the thoracic spine and could not be pulled out. At one point, the hcp described this piece as a circuit board but could not clarify further. No further complications were reported/anticipated.